Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic ventral hernia repair procedure on unknown date concurrently with incorporated oxidized regenerated cellulose and mesh was implanted. Following the procedure, the patient possibly experienced postoperative recurrence at the first day, three-six weeks, one year or the second year post-op. It is possible that the patient also experienced a postoperative hematoma, pain, palpable seroma without need for puncture or treatment, superficial wound infection and/or deep infection, which treated conservatively with antibiotics. The patient possibly still complained of pain at the level of the mesh fixation or at the trocar site after one year from the surgery, and/or received a treatment for chronic pain after two years post-op. It was possible that the patient underwent a re-operation during the first postoperative year for possible different reasons such as recurrence, acute cholecystitis, pain or trocar site hernia after gastric bypass not related to the trocar sites of the hernia repair. No further information is available.